Manufacturer narrative:
Final device analysis results reveal - catheter leakage-hole.

Event description:
The MFR rep reported the pt underwent pump and catheter revision due to decreased efficacy. The devices were returned to the MFR for analysis. The pt was experiencing increased tone and spasticity. The catheter implant duration was 37 months. The pt was experiencing "full therapeutic benefit after catheter and pump replaced."